Manufacturer narrative:
On (B)(6) 2019, additional information was received indicating the patient's explantation surgery has been canceled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during visual evaluation of the sample no apparent damage or anomalies were observed. Leak testing was performed, according with mentor procedure, and it revealed a tear within crease in the anterior view, measuring approximately 0.1 cm. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/22/2020, additional information was received indicating the patient underwent removal and replacement with mentor saline breast implants on (B)(6)2020. On 1/31/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6)2020, the device lot number was confirmed as 5787178 and the date of implantation was identified as (B)(6)2009. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 5898636. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 475cc, catalog number 3501680, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number 1-102286o and 1-10227w9.

Event description:
It was reported that a (B)(6) female patient underwent a breast implantation procedure with a saline mentor smooth round moderate profile 575cc and experienced deflation on the right side post-operatively. As a result, the patient will undergo removal on (B)(6) 2019. This report contains supplemental information for mentor asr reference number 1-102286o and 1-10227w9.